Event description:
A report was received that a patient's ipg was explanted because they had wounds around their ipg incision site. The physician does not believe the wounds were device or procedure related. The patient was prescribed oral antibiotics and is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.